Event description:
During an ercp procedure, the physician removed a cook endoscopy geenan pancreatic stent. Once the stent was removed from the duct and was being retrieved through endoscope, one of the flaps on the stent was "torn off." The entire stent was successfully retrieved. Nothing had to be retrieved from the patient. Several attempts were made in an attempt to collect additional information regarding patient impact. We are uncertain if any additional medical procedures were required or it the patient experienced any adverse effects due to this event. The information provided does not reasonably suggest the patient experienced any adverse effects or required any additional procedures.

Manufacturer narrative:
We were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test from this batch because the lot number was unable to be determined. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rate. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. The physician indicated the bend in the tip of the indoscope during retrieval is the probable cause for the stent breakage. If resistance is met during stent removal and excessive pressure is applied, stent breakage can occur. If excessive pressure was applied once resistance was encountered, this is likely to have caused the reported stent breakage. Additional information provided with the report indicated the device was stored on the stock shelf. The instructions for use for this product line notes that this device must be stored in a dry location, away from the temperature extremes. It the device is stored in temperature extremes, this could adversely affect the stent. Prior to distribution, all geenan pancreatic stent. Sets are subjected to a visual examination to verify device integrity. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.